Event description:
During troubleshooting for an unrelated alarm during initial drain on a homechoice (hc) machine, it was reported that there were a lot of air gaps in the patient line. The home patient (hp) had disconnected from the hc in order to get something during drain and then reconnected to the hc. The hp did not use proper disconnect procedures. The technical service representative (tsr) instructed the hp to set up with all new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies and provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.